Manufacturer narrative:
(B)(4). The investigational analysis has been completed. Upon receipt, the catheter was found that the sensor sleeve (pebax) had an open hole allowing reddish brown material inside. The tip lumen had bumps about 3.5mm from the transition with peek housing. No metal was exposed. The device history record (DHR) was reviewed and no anomalies were found. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. The customer complaint cannot be confirmed. Internal corrective actions have been opened to investigate the t bar issue and the peek housing issue on the smart touch families.

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a smart touch bidirectional catheter. Initially it was reported that the temperature of the smart touch bidirectional catheter was not displayed when it was connected and inserted into the patient's body. The issue was resolved by changing the catheter. The procedure was completed with no patient consequence. Since the ablation cannot be performed, the most likely consequence was an intraprocedural delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. Therefore, this issue was assessed as not reportable. The biosense webster failure analysis discovered on december 6, 2015 the returned catheter condition of the sensor sleeve (pebax) had an open hole allowing reddish brown material inside. Also the tip lumen had bumps about 3.5mm from the transition with peek housing with no metal exposed. Additional clarification on the returned catheter condition was received. There was no information that these conditions were not noticed prior to discovery by the biosense webster failure analysis lab. The sheath information was not known. There was no difficulty experienced while maneuvering the catheter or during the withdrawal. The condition of the tip lumen having bumps about 3.5mm from the transition with the peek housing and no metal was exposed was assessed as not reportable as the catheter integrity was not compromised. The condition of the sensor sleeve (pebax) has been assessed as a reportable malfunction as the catheter integrity has been compromised. The awareness date was reset to december 6, 2015.